Event description:
On 9/3 an iabp was inserted in the cardiac catheterization lab. The pt tolerated the procedure well and was admitted to the cardiac intensive care unit. On 9/6 at 1615 the balloon pump alarmed catheter defect. When the rn checked the tubing a considerable amount of blood was discovered backed up in the tubing. The iabp was turned off, removed by a cardiology fellow, pressure was applied and satisfactory hemostasis was achieved. Exam of the balloon after removal revealed a small leak at the tip. The balloon was inadvertently discarded. By the time the cardiology fellow reached the floor to pull out the iabp the pt's mental status had changed. The pt had a leftward gaze and flaccid right upper extremity, flaccid right lower extremity, and no response to pain. After a neurology consultation, a computed tomography of the brain without contrast revealed no evidence of hemorrhage. The pt continued to be unresponsive to verbal stimuli. She had been scheduled for an aortic valve replacement which was cancelled due to her mental status changes. On 9/7, the pt was evaluated secondary to generalized tonic clonic seizure lasting 1 min. The pt seized a second and a third time and an electroencephalogram (eeg) was done while she was seizing. The eeg was abnormal and revealed epileptiform activity compatible with a seizure disorder with clinical correlation required. The pt was administered phenobarbital. She remained unresponsive through 9/8 when she began opening her eyes when spoken to, followed simple commands, and moved all her extremities. She remains hospitalized in the cardiac intensive care unit but has become more responsive each day. The physician's eval indicated that a possible source of her stroke could have been the iabp malfunction. The pt remained hospitalized until 10/2/93 when she was transfered to the rehab unit, and was discharged from there on 10/23/93. The pt was readmitted to the hosp on 11/24/93 and again was transfered to the rehab unit on 12/17/93 where she remained until discharged on 12/30/93.